Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to printer failure. A technical support specialist dialed into the station cleared the temp files, reinstalled the driver, configured the printer and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a printer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.